Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11042. During a follow-up, the patient presented with signs of an infection. The system was explanted and vegetation was noted on the right ventricular (rv) lead. The patient was treated with antibiotic therapy and was stable and will continue to be monitored.